Event description:
In 2005 the layer user/reporter contacted lifescan (lfs) alleging the pt's one touch base enhanced meter gave inaccurately erratic readings. The senior medical affairs specialist contacted the reporter the next month to obtain and very info. The reporter reported that the pt, passed out several times in october, specific dates unknown. On one particular day the pt fell down outside the home three times. The reporter tested the pt's blood glucose levels using the one touch basic enhanced meter and obtained results of 360 mg/dl and 78 mg/dl. On this date the pt has a bloody nose and broken ribs due to falling on the sidewalk. The reporter stated the pt was sweating, and she gave the pt coke to drink after he was revivied. The emergency services were not called nor was the pt taken to the physician. The pt had a previously scheduled appointment to see his physician the next day. The pt was not treated by the physician for the broken ribs other than receiving a prescription for pain medications. The physician did not discuss the pt's blood glucose levels and symptoms, nor did he change the pt's medication regimen. The reporter stated the pt's blood glucose was tested at the physican's office, but the result was unknown to her. The reporter also stated the pt had blood glucose results of 45 mg/dl and 19 mg/dl in 2005. The pt's medication regimen has been observed throughout all the days he either passed out or fell down, and has not been changed either by the pt himself or the physician due to the blood glucose results obtained with the one touch basic enhanced meter. The pt also experiences seizures. The reporter stated that the pt experiences high and low blood glucose levels, but has never been hospitalized for his diabetes. Additionally, the reporter stated the test strip vials in use for about one month had no code number, lot number or expiration date printed on the vial label. Three vials out of one box had his printed info missing from the labels. These test strips were obtained through their normal mail order pharmacy. The reporter used the strips without the code number and programmed the meter to a calibration code number of 7. The meter, test strips and control solution were replaced.